Event description:
It was reported that the atrial lead exhibited noise. The physician stated that the right ventricular riata lead function tests and fluoroscopic examination did not exclude high voltage conductors from being extruded. Lead function test findings noted that the right ventricular lead impedance was within normal limits and sensing and capture threshold were consistent with those at implant. No externalization was seen upon fluoroscopic examination. Both leads were explanted. There were no adverse events related to the lead malfunction and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.